Manufacturer narrative:
The device was returned to the service center for evaluation. A leak was noted on the instrument channel. The scope¿s image was noted to foggy due to fluid invasion. A damaged mask was noted on the image. In addition, the scope¿s camera and switch were functioning intermittently due to fluid invasion. Fluid invasion was noted on the scope¿s control body, scope connector and ultrasound connector. The scope¿s suction could not be checked. The scope¿s chip ID showed 7 total uses. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that gray water or residue was observed falling from the distal tip of the scope. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer (lm) investigation. Additional information was not obtained because the customer was unresponsive to follow-up attempts. The lm reviewed the content of this complaint for further investigation, and it was presumed that the anti-friction agent of the internal components came out as water and gray water from the perforation in the forceps channel. As a result of checking the instruction manual, it was confirmed that the following description was given in chapter 7 cleaning, disinfection, and sterilization procedures: "warning - all channels of the endoscope, including balloon channel where existing, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." As a result of checking the device history record (DHR), it was confirmed that there were no manufacturing abnormalities, special hires, or variations.

Event description:
The event was found during preparation for use.